Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that there were high impedances on contacts 6, 7, 9 and 10 during the case. The rep reported that in post-operative only 7 had high impedances; all others resolved as the physician expected. The rep reported that the impedances were checked in the operating room and post-operative. The leads were wiped and the ports were dry. The position of the patient was changed. The issue wasn¿t resolved. No further complications were reported.